Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass surgery, it was noticed that there was blood adhered to the shunt sensor. The product was not changed out, there was a slight amount of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).